Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The part and lot history of the explanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
A follow up report will be sent upon completion of the device evaluation. Upon receipt of the product the plate part number was also identified, therefore an additional medwatch was submitted for this part number; see report 1032347-2016-00005.

Event description:
A revision surgery due to the loosening of a screw was reported. The date of the revision surgery is unknown.

Manufacturer narrative:
The complaint that the screw backed out of the plate was confirmed through the x-ray. The screw was visually evaluated. The screw showed deformation of the locking threads indicating that the screw had been fully inserted into a plate. It was also noted that screw exhibited deformation to bone threads and to the top of the slots in head of screw. The screw was dimensionally measured using an overlay; the screw was within specifications for minor diameter, thread pitch, and tip geometry of the bone thread. The locking threads could not be dimensionally inspected due to the deformation from use. The major diameter of the bone threads could not be measured due to the deformation. This deformation is not consistent with normal usage. During the investigation, it was noted in the operative images and notes from the (B)(6) 2013 surgery for the removal of a sternal cable (non-zimmer biomet device) that the screw which was removed came from a region of the plate near a fracture. It was also noted in the operative notes that ¿one of the previous sternal cables had pulled through just at this fracture site.¿ the most likely underlying cause of the complaint is that the screw was located in a fracture line which is discussed in step 7 of the sternalock surgical protocol included in IFU (instructions for use). The damage noted on the bone threads may have been caused by interaction of the screw and cable, during which time some load may have been imparted on the screw by the cable. The most likely underlying cause of the complaint is that the screw was located in a fracture line, and a possible interaction with the cable also located in the fracture line as noted in the operative notes for the (B)(6) 2013 surgery. There are no indications of manufacturing defects. Supplemental report one of two for the same event, reference 1032347-2016-00005-1.

Event description:
The operative report dated (B)(6) 2012 for the initial surgery states pioneer titanium cables were placed. Ladder plates were placed on the body, x plate placed on the manubrium. The plates were anchored to the sternal margin using 16mm cortical screws. The operative report for the revision surgery dated (B)(6) 2013 states the patient is noted to have 2 l of benign-appearing effusion in the left chest. There was just a subacute chronic-appearing inflammation in the left chest with a peel involving the primary lower lobe, more so than the left upper lobe. Left lower lobe was significantly trapped. Required decortication to re-expand the left lower lobe. There was a foreign body, which was a small sternal plating screw in the subpleural location in the left lateral lower chest wall. It was not free floating within the pleural space. The screw was removed and sent to pathology. At the end of the decortication was good expansion of both lobes of the lung. There was no other unusual findings. The patient tolerated the procedure well and was taken back to the recovery room in stable condition.